Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7082334, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7081717, UDI: (B)(4).

Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. It was noted that patients spinal cord stimulator lead had impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be returned.